Event description:
Additional information received on 06/15/1998: there were no physical tests performed on the actual device used in the case, since the device was not returned to heartport. An investigation occurred which included: conversations and opinions of healthcare professionals from heartport and facility, review of device data, device performance, and the MDR regulations. There was no device failure, no patient injury, no intervention to prevent an injury, and the event- a nick at the tip of the catheter- occurred by the removal process of the device through the sheath after the device had performed successfully during the procedure.